Manufacturer narrative:
(B)(4). Device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: "1. What suture type was used? No further information will be available. 2. What suture size was used? No further information will be available. 3. When the event occurred, was the suture placed near the hinge of the clip? No further information will be available. 4. Were you able to lock the clip closed on the suture? If yes after it closed, was the clip holding securely fixed on the suture? No, the clip could not be closed on the suture. No further information will be available. 5. Was the applier checked for damage (jaws straight and aligned)? No further information will be available. 6. What was the surgical procedure involved? No further information will be available. 7. Was this a robotic procedure? No further information will be available. 8. If clip did not close/did not hold on the suture, was the clip used in an application where the suture was under tension? No further information will be available. Events reported via 2210968-2022-06837.

Event description:
It was reported that a patient underwent a nephrectomy procedure on (B)(6) 2022 and clips suture were used. During the procedure, the clip could not be closed on the suture. The clip was replaced, but the same issue occurred. The device was used on the blood vessels. Another device was used to complete the case. Two devices will be returning. Adverse patient consequences were reported. No additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 09/06/2022 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 - no device problem found a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 evaluation: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the device reload was received with 6 clips inside, 3 out of position and 3 clips properly loaded. In addition a piece of tape was covered the top of the reload. The tape was removed and one clip was found to be closed. In an attempt to replicate the reported incident, the clips loaded and the 3 loose clips were tested for functionality with a test device and the instrument loaded retained, and deployed 5 clips as intended over the suture. The clips were fully functional and conforming. The device performed without any difficulties noted. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.